Event description:
The erbe 1.1mm disposable cryoprobe exploded during a case causing acute acoustic trauma to the healthcare provider in the vicinity of the product. There was a recent recall on various erbe disposable cryoprobes, but this product was not part of the recall.